Event description:
Boston scientific rec'd info that this lead was explanted, due to multiple dislodgements. Upon explant of the lead, it appeared to have some tissue growth on the screw of the lead. The sales rep. Believes the physician does not provide enough slack on the leads.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the technical specifications that can be related to the issues mentioned in the complaint description. The analysis did not reveal any sign of a material or mfg problem. The cuttings in the outer insulation and the deformed outer coil are most likely due to the explantation procedure.